Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the pullback, an attempt was made to remove it outside the body, but it could not be removed due to a twist occurred near the left main trunk. The opticross hd catheter was pulled inside and removed using a heartrail st01 terumo, a non-boston scientific guidewire. The procedure was completed with the original device used. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was twisted. Also, the imaging window and drive cable were kinked, and the sheath and drive cable were cut. Based on the evidence, the as reported code of catheter material twisted is confirmed. The twisted imaging window, and the kinked imaging window and drive cable could have contributed to the event. The cut sheath and drive cable could not have contributed to the event.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely calcified artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After the pullback, an attempt was made to remove it outside the body, but it could not be removed due to a twist occurred near the left main trunk. The opticross hd catheter was pulled inside and removed using a heartrail st01 terumo, a non-boston scientific guidewire. The procedure was completed with the original device used. There were no patient complications.